Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The removed device was discarded by the hcp. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for marlo 6.5.2020 information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that about a week ago (B)(6) 2020) he suddenly started having pain in his back from where the ins is and it follows up his spine where the leads are. Where the leads are, that whole line is swollen. Patient had no falls or trauma. Patient also stated that about 2 years ago, after he had lost a lot of weight, he had pain at the ins implant site. Patient has no issue with the ins or therapy and he is currently charging the ins and charging sessions are normal and the insr connects as it should with good coupling. Patient stated they may have bumped it once and the pain which has never really gotten any worse is like a dull pain. Patient was redirected to their hcp. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. It was reported that the cause was not determined and happened over a 6 month time period. It was reported the patient rested, iced and that gave it no relief. Patient reported they had the unit removed and leads on (B)(6) 2020. However, hcp was unable to remove "paddles".

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting circumstances that led to the pain in their back/at the device implant site and swelling was the patient had lost weight and they thought the unit moved or shifted. The patient didn't know why the wires were bulging in their back. The patient indicated that they were seen by their surgeon who suggested they take the device out and proceed with further testing if needed. It was reported that stimulator was removed and the issue was resolved. There was no pain in the area¿s affected. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.